Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown at the time of the incident. Their current blood glucose was 13.7 mmol/l . The customer was assisted with troubleshooting. It was noted that the customer had called back to report that the power error detected alarm recurred. Customer will return the device for analysis.

Manufacturer narrative:
The device received pump error 25 due to connector resistance issue.